Event description:
I had the essure coils placed in (B)(6) 2009. They start wrecking havoc in my life in 2013. I went from healthy to thyroid issues affecting my eyes and vision, fibromyalgia, anxiety and depression, and ibs. I lost my hair and nails. I've seen a lot of doctors. The abdominal pains started (B)(6) 2018. I was dismissed by hospital as the doctor who put the coils in failed to believe they were the cause. I finally received answers when I ended up in ER again on (B)(6) 2019 for abdominal pain. The doctor there confirmed from the coils, and the tissue was pressing into my left ovary and bladder. I see a specialist today to discuss surgical options for removal. I'm a single mother of 3 kids who will be without a paycheck because of these devil coils. I'm (B)(6), eat fairly healthy, and am bloated up and look like I'm full-term pregnant. I do plan on going forward with legal representation after the removal.